Event description:
The pt had pain in patella area. A revision surgery was scheduled and performed on (B)(6) 2013, changing the insert and implanting a resurfacing patella component. Ref MFR# 3006639916-2014-00053.